Event description:
The patient had a pacemaker implanted for symptomatic sinus node dysfunction. The device was implanted 3 years ago. However, the pacemaker was an enrhythm on advisory due to premature depletion. The patient is followed by remote monitoring (which the patient has to initiate), our device clinic, and an outside office. She presented to our clinic a chief complaint of feeling very tired. Interrogation revealed that the battery had reached elective replacement indicator (eri). The patient was then scheduled for device change with an adapta. The patient has normal left ventricle (lv) function.====================== manufacturer response for pacemaker, enrhythm (per site reporter).====================== device on recall.